Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed an ECG equipment malfunction. It was noted by the customer that as a result of the failure, the rfu indicator displayed a red x coincident and the device was emitting an audible chirp. There was no patient involvement.